Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the override code was not provided by the pharmacy. A technical support specialist advised the customer to contact the pharmacy to obtain the override code. The system functioned as intended after troubleshooting the device.

Event description:
It was reported when using the pyxis medbank es system, the override code was not provided by the pharmacy to issue hydrocodone 5/325 milligram to the patient. No other information was released by the customer. There were no adverse events or injuries reported based on this event.

Event description:
It was reported when using the bd pyxis medbank es system the override code was not provided by the pharmacy to issue hydrocodone 5/325 milligram to the patient. No other information was released by the customer. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrected and or additional information is included in the following sections: b5, d1, h6, h11. Serial number is not reported in complaint. Per (B)(4) complaint investigation, if serial number not available, then complaint history review is not required. Serial number is not reported in complaint. Per (B)(4) complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the override code was not provided by the pharmacy. A technical support specialist advised the customer to contact the pharmacy to obtain the override code. The system functioned as intended after the technical support specialist troubleshot the device.